Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a 28-year-old female patient who had essure (batch no. A33561 ,717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive") and experienced stillbirth ("stillbirth"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain"), device dislocation ("migration / migration of essure device") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, stillbirth, device dislocation and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, psychological trauma and stillbirth to be related to essure. The reporter commented: plaintiff experienced four another pregnancy episodes in (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, 2018 which is captured under cases (B)(4), (B)(4) , (B)(4) and (B)(4), respectively lot number: 717645,manufacturing date: 2010-03, expiration date: 2013-03 . Lot number: a33561, manufacturing date: 2012-07, expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in a (B)(6) female patient who had essure (batch no. A33561 ,717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive") and experienced stillbirth ("stillbirth"), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pain"), device dislocation ("migration / migration of essure device") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, stillbirth, device dislocation and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered device dislocation, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, psychological trauma and stillbirth to be related to essure. The reporter commented: plaintiff experienced four another pregnancy episodes in (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, 2018 which is captured under cases (B)(4) respectively. Lot number: a33561 manufacture date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received - lot no received , fallopian tube perforation , pain , migration and psyche injury event added. Case become incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.